Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than one week and the pump alerted low battery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer does not use excessive button pressing and does not do daily set rewinds. Customer indicated that the new replacement battery cap does not resolve the issue. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for low battery alarm and power error 25 confirmed in the long trace detailed trace analysis confirmed alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector. The pump functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.